Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the torque limiting screw driver in the kit appeared to not stop a screw and resulted in a fracture of the 1st metatarsal. The surgeon put in extra screws to provide further fixation to correct the fracture. The surgery was completed without further issue.